Event description:
It was reported that the catheter tip has come loose and was found in the arteria pulmonalis. Tip remains in patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.